Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012532061 was received and analyzed. Visual inspection was performed and no anomalies were identified during external visual inspection of the shaft and handle segments of the catheter. During external visual inspection of the array segment, inverted array was observed. Catheter identification and ablation testing was performed. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity test did not reveal any anomalies. Hipot verification for the integrity of electrode wires insulation revealed intact electrode wires without any insulation damage. Microscope and x-ray imaging and testing was performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the reported inverted array was confirmed throu gh analysis. The loop catheter failed the returned product inspection due to the inverted array and entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulsed field ablation catheter, an issue was observed with the catheter array inversion while it was in the left atrium. Under fluoroscopy, the array appeared abnormal. The catheter was carefully removed under fluoroscopic guidance for inspection. It was found that the array had inverted upon itself without knotting. The physician manually corrected the inversion and reformed the array into its circular shape, although the slider used to extend/retract the array was noted to be very difficult to move. A new catheter was used to complete the procedure with pulsed field ablation. No patient complications have been reported as a result of this event.